Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of questionable ca2 calcium gen.2 for one patient sample. A field engineering specialist (fes) had visited the site the day before this event for an issue with qc results being out of range for multiple assays, but on the day of this event the calcium qc results were acceptable. The initial calcium result was 13.47 mg/dl with a repeat result of 9.27 mg/dl. The repeat result was deemed to be correct. The initial result was not reported outside of the laboratory. There was no adverse event. The calcium reagent lot and expiration date were requested but not provided. The fes found that the cuvette cells were not being properly cleaned by the cell rinse mechanism. He replaced the vacuum diaphragm and adjusted the gear head and cell rinse levels. He performed operational and mechanical checks all which passed. A historical query for this site was performed and no new or past escalated complaints of this nature on any like instruments were found for the past 12 months. For the error causing part there was no abnormal trend found over the past 90 days.